Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd saf-t-intima¿ IV catheter safety system was found leaking as "nurse found leakage on the bottom of catheter before puncture." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd saf-t-intima¿ IV catheter safety system was found leaking as "nurse found leakage on the bottom of catheter before puncture." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported leakage issues; however no sample was available for evaluation which is essential to determinate if the equipment, instrument, process and/or some surfaces that could cause a damage on catheter. Based on DHR review for lot reported of catalog 383323, all samples taken for visual and functional characteristics properly met the acceptance criteria. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means pretty low occurrence. Reviewing our pfmea¿s (B)(4), there are proper controls in place to detect product malfunctions. Always refer to IFU for product usage recommendations. Investigation conclusion: no sample or photo defective was received for investigation; therefore, we cannot determinate that type damage has the catheter and as it was caused.